Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient¿s urine /labs showed signs of hemolysis which was resolved with repositioning of the device. Patient is stable.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore the investigation for the reported hemolysis has been completed., the root cause of the stroke could not be determined. Added-the instructions for use referenced in the initial are from the impella cp with smart assist system section stated potential adverse events (united states). In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.